Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. A teleradiology customer reported on (B)(6) 2016 that they were not able to find exams that were sent. Through an investigation by merge support it was determined that exams were processed through the dicom gateway but the date of birth (dob) was not filled in on an exam. Once the dob was added, the exam was then pulled forward and available on the online list of exams. Due to the potential for a delay in diagnosis this issue is being reported. (B)(4).

Manufacturer narrative:
Customer is running software release r11.0.3. Original issue was identified as a software defect and was fixed in software release r11.1.2. Level 3 tech support engineer contacted customer to advise and talk about path to upgrade the site to the new release. Customer advised tech support engineer that they have moved to another pacs system and no longer acquire exams to merge unity pacs. Currently only have merge unity pacs powered for access to prior exams for migration to new pacs. Customer does not want to upgrade the merge unity pacs system. No further action is required.